Event description:
The customer contact reported during testing at the user facility, leakage was noted in the device from the disposable batteries. It was reported no further device testing was done. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.